Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a (B)(6) year old female patient, initials unknown with osteoarthritis (kellgren and lawrence grade 4 in left knee and grade 3 in right knee, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of first course into both knees (dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date, the patient received treatment with second injection of first course of synvisc. On (B)(6) 2004, the patient received treatment with third injection of synvisc into both knees. On (B)(6) 2004, the patient developed synovitis of both knees. On an unspecified date in (B)(6) 2004, the patient underwent arthrocentesis and 42 cc of mild turbid fluid was aspirated from the left knee and 22 cc from the right knee (effusion of both knees). The patient received treatment with xylocaine (lidocaine) at a dose of 1cc and intra-articular/ intramuscular betamethasone at a dose of 0.6 cc for the events of synovitis of both knees and effusion of both knees. On (B)(6) 2004, the event of synovitis of both knees resolved. The outcome for the event of effusion of both knees was not provided. The intensity for the both the events was severe. The reporting physician assessed the relationship of synvisc with the event of synovitis of both knees as definitely related and did not provide the relationship between synvisc and the event of effusion of both knees. Follow-up information was received on 10-apr-2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on 15-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.